Event description:
I had a cesarean section in (B)(6) 2012 and during that surgery had filshie clips placed for sterilization. For the last 15 months I have experienced a lot of pain (requiring many emergency room and doctor office visits) and months upon months of vaginal bleeding. On or around (B)(6) 2014, I had a CT scan that said "tubal ligation changes are seen". All doctors I inquired about this said that "it was probably nothing but scar tissue". On tuesday, (B)(6) 2015, I underwent a laparoscopic surgery for "possible endometriosis", due to all the pain I continuously had after trying many different types of birth control. During this surgery, no endometriosis was found. However, what was found was an open filshie clip, that had "approximately 3 inches of meat that it was hanging from". The filshie clip was removed from my pelvis and my tube was repaired.